Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device interrogation. During the interrogation, it was noted that the left ventricular lead had dislodged. The physician decided not to revise the lead. The patient was stable.